Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14f sheath hole prior to an interventional ablation procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, a second prostyle device was attempted; however, when the plunger was removed, the suture was not retrieved. The pre-close technique was abandoned and the suture of the first prostyle was removed. The sheath was maintained at 14f sheath and the ablation was completed. Hemostasis was achieved with two additional prostyle devices post procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Per return analysis, an additional prostyle device was received. It was observed the loop was in the suture bearing. The device would not have achieved hemostasis. The account was contacted but was not able to provide any further details are there was no further recollection. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as malposition of the suture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.